Manufacturer narrative:
Manufacturer ref# (B)(4) updated sections on this medwatch: b4, g3, g6, h2, h3, h6 and h11. Complaint conclusion: a healthcare professional reported that during an endovascular embolization, a 4.5x28mm enterprise vascular reconstruction device (enc452812, 9633177) was impeded in the microcatheter hub of prowler select plus 150/5cm microcatheter (606s255x, 31365452) and could not advance any more. The stent was found detached from the delivery wire in the microcatheter hub. The doctor removed the microcatheter (mc) and stent from the patient and switched to new devices to complete the surgery. There was no patient injury reported. Additional event information received on 28-sep-2025 indicated that they were able to torque the device. There was no evidence of physical material within the device. The microcatheter did not kink/bent. There was no excessive force used with the devices. There was no prolongation/delay due to the event. The device was returned to j&j medtech for further evaluation. A non-sterile 4.5x28mm enterprise vascular reconstruction device was received contained in the decontamination pouch. Upon receiving the device, visual inspection was performed, and as described in the event, the stent was detached from the delivery system. No appearance of damage was noted on the delivery wire. The stent was inspected under magnification, and two struts on one end were found bent. No other damages were found. The delivery wire was subjected to dimensional analysis and measurements that control the attachment and delivery of the stent were found within specifications. A device history record (DHR) was performed and it indicated this product was final inspection tested at lake region medical and was determined to be acceptable. Although in order to perform a functional analysis the stent must be attached to the delivery system and inside the introducer, the issue reported regarding the impeded condition is confirmed based on bent of the stent component. The detachment in the microcatheter's hub suggest that the enterprise's introducer was not fully seated in the hub of the microcatheter, causing the stent to expand in the microcatheter's hub, causing the resistance and resulting in the stent component being unable to advance further, where push/pull force was applied sufficiently to disengage the stent from the delivery wire and resulting in the bent condition of the stent. However, with the amount of information available this only remains speculative. As part of the j&j medtech quality process, all devices are manufactured, inspected, and released to approved specifications. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no internal action activity is required. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) do contain the following recommendations: do not partially deploy the stent from the introducer. Do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance a new one. Confirm the tip of the delivery wire is entirely within the introducer. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Manufacturer ref#(B)(4). Updated sections on this medwatch: b4, d9, g3, g6, h2, h3 and h11. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
A healthcare professional reported that during an endovascular embolization, a 4.5x28mm enterprise vascular reconstruction device (enc452812, 9633177) was impeded in the microcatheter hub of prowler select plus 150/5cm microcatheter (606s255x, 31365452) and could not advance any more. The stent was found detached from the delivery wire in the microcatheter hub. The doctor removed the microcatheter (mc) and stent from the patient and switched to new devices to complete the surgery. There was no patient injury reported. Additional event information received on 28-sep-2025 indicated that they were able to torque the device. There was no evidence of physical material within the device. The microcatheter did not kink/bent. There was no excessive force used with the devices. There was no procedure prolongation/delay due to the event.

Manufacturer narrative:
Manufacturer ref# (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.